Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported receiving an air detected in cassette warning in drain 2 of 5. The machine was also reported to be filling slowly. The patient stopped treatment. There was fluid found in the pump module area and on the external cassette. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not trained to do manual treatments. Patient did treatments at clinic until the new cycler arrived. The patient received a new cycler.the cycler is available to return for investigation.